Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant of the device a lead impedance warning displayed. The physician unscrewed the lead at the header and re-screwed and the same warming came up again. The lead tested normal through the analyzer and it was determined the device had failure to sense. The device was replaced with a new one. No patient complications have been reported as a result of this event.